Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0206233513, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient experienced a loss of therapy and high impedance. The lead seemed to be fractured, further stated the lead was broken. Troubleshooting was performed, impedance measurement indicated an open circuit. The action taken to resolve the issue was removal and replacement of the lead. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0206233512, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3877-45, product type: lead. It is unknown which lead the following analysis results belongs to, due to the lot # being unreadable: device analysis for a lead revealed the lead body conductor broken at anchor site. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp additionally reported that fluctuating high impedances along side lead began to show in (B)(6) 2016. During revision surgery, the lead was found to be severely damaged. Both leads were removed and replaced. The indication for use included failed back surgery syndrome (fbss), and chronic back and leg pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.